Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a valvuloplasty procedure using the true dilatation catheter. During procedure, it was reported that when the physician retracted the balloon over the wire, while pulling the balloon through the sheath, a lot of resistance was felt. Reportedly, the physician had to pull really hard, when the balloon finally came loose and visually, the balloon also seemed to be rewrapped well. There was no report patient injury.

Event description:
On (B)(6) 2025 a patient underwent a valvuloplasty procedure using the true dilatation catheter. During procedure, it was reported that when the physician retracted the balloon over the wire, while pulling the balloon through the sheath, a lot of resistance was felt. Reportedly, the physician had to pull really hard, when the balloon finally came loose and visually, the balloon also seemed to be rewrapped well. There was no report patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo shows the labeling details of the true dilatation catheter. The labeling details in the provided photo match with the information available in trackwise. The second photo shows the packaging of abbott sheath packaging, with labeling details visible and the sheath seen inside the packaging. No other anomalies were noted. Therefore, the investigation remains inconclusive for the reported sheath removal difficulty issue as no objective evidence was provided for review. A definitive root cause for the reported sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) . Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.